Event description:
Taxus express post market surveillance study. Same case as MFR report#: 2134265-2009-01540. It was reported that 386 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the patient presented with an acute myocardial infarction resulting in subsequent reintervention and death. The index procedure treated two vessels. The first, a 90% restenosed 2.5x8mm lesion located in the proximal left circumflex (lcs) artery. Treatment consisted of pre dilation with an unknown 2.5x15mm balloon inflated to 6 atmosphere's (atm's) and the placement of a 2.5x8mm taxus express2 drug eluting stent. No post dilation was performed. The 2nd vessel was a de novo 75% stenosed 3.0x15mm lesion located in the left main coronary artery (lmca). Treatment consisted of pre dilation with a known 2.5x15mm balloon inflated to 6 atm's and the placement of a 3.0x20mm taxus express2 drug eluting stent. Post dilation reused the 2.5x15mm balloon and utilized and additional unknown 3.0x15mm balloon, both inflated to 8 atm's. Ivus was performed confirming that the stents were well apposed. Timi flow was 3. The patient was discharged the next day on bayaspirin and panaldine. Scheduled follow up visits were performed in 2008, and no problems were found. At 386 days post the index procedure, the patient presented with an acute myocardial infarction (ami). Stent thrombosis was confirmed in the lmca. "Thrombosis suctioning" was performed in the 100% stenosed 3.0x10mm target lesion located in the lmca. The patient expired on day 410, the cause of death was not given. The event was listed as "definitely related" to the study devices.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".